Manufacturer narrative:
(B)(4).

Event description:
It was reported trough remote transmission that non-sustained rv oversensing episodes were observed due to post sensed t-waved oversensing on the ventricular channel. The patient was monitored and no more episodes were noted. The patient's condition is stable.